Manufacturer narrative:
The lead is currently not available for analysis. No conclusions can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the lead had to be repositioned approx. 1 month after implant due to dislodgement. No adverse patient side effects have been reported.